Event description:
It was reported that foreign matter was found within the bd venflon¿. The following information was provided by the initial reporter: there is a hair in the packaging of one of the venflon IV catheters.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. Four photos were received by bd for evaluation. A quality engineer was able to review the photo of a venflon 2 gn 18ga IV cannula 32mm from lot #1245526 regarding item #391457 with the reported issue of foreign matter - hair. The investigation and simulation were carried out on ten retention samples. None of the ten retention samples showed hair in them. The investigation could not be done further as no sample is shared by the customer to analyze a root cause or determine the action to be taken to prevent the reported defect. The probable root cause might be that the hair from hand / head may have fallen from the uncovered area of body while performing any maintenance cleaning activity due to body movement near the machine. Action plan: gmp refresher training to be given to all concerned associates by sharing with them the photo & the possible consequences of such miss. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
No additional information.